Event description:
It was reported that with the device the patient was unable to or having difficulties in aspirating from subglottic port due to broken plastic, making weaning of patient challenging due to a potential aspiration risk. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.